Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low battery alarms was unable to be confirmed. Review of the log files contained data from 08jun2025 ¿ 27jun2025. All of the captured low voltage alarms were due to routine battery depletion. The system operated as intended throughout the data. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 IFU section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller, 14v batteries, and battery clips. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the emergency department with low battery alarms. 8 dead batteries, no ac power, no backup controller, no extra battery clips. The patient was placed on hospital owned equipment. The log files showed persistent low voltage advisory alarms. 4 clips were replaced. The patient was to be assessed for need of controller exchange. The event log file captured low voltage advisory and hazard events throughout the log file while using battery power. These were all due to normal battery depletion. Some no external power events were also noted on (B)(6) 2025 at 12:30 due to both power leads disconnected at the same time. Additional information was received that further troubleshooting was performed by equipment exchange. The patient was provided with a new backup controller, internal backup battery, 4 fully charged batteries, and 4 battery clips.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.